Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a left l5 locking cap back out from and l4-5 fusion with expedium 6.35 back on (B)(6) 2019. The patient has successfully fused and is doing well. There was no need to retrieve the cap or revise the surgery. The procedure outcome is unknown. Concomitant device reported: unknown expedium 6.35 (part# unknown, lot# unknown, quantity unknown); unknown rod (part# unknown, lot# unknown, quantity unknown). This report is for one (1) exp 635 ti si setscrew. This is report 1 of 1 for (B)(4).